Manufacturer narrative:
Batch review performed on 22 july 2021: lot 2006032: 130 items manufactured and released on 03-aug-2020. Expiration date: 2025-07-23. No anomalies found related to the problem. To date, 99 items of the same lot have been sold without a similar reported event.

Event description:
Patella swap 7 months after primary for patella dislocation. The surgeon revised successfully the patella.